Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician experienced great difficulty implanting the lead due to patient anatomy. After several repositioning attempts the stylet could not be removed. The lead was not used and a new lead was placed successfully. The patient was stable before during and post procedure.